Event description:
Initial report: this spontaneous case was reported in 2009 by a consumer via an email to a sales rep. This case, initially assessed as non-serious, has been upgraded to serious, important medical event and disability. This case involves a female pt who received poly-l-lactic (sculptra) therapy three times in 2008, and once in 2009. No additional treatment details were provided. Sometime in 2008, the pt developed a visible nodule on the left eye ring which had a bruised color. The pt stated that it was injected with water in 2009, because the physician explained the area "needed to be drained", but the nodules remained and the bruised color persisted. She also mentioned the skin remained "wrinkled." Relevant medical history and concomitant medication info were not mentioned. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated.